Event description:
It was reported that the patient presented in clinic for a follow up with a right ventricular lead that exhibited high capture thresholds and high defib impedance. The lead was capped on (B)(6) 2022 and replaced. There were no patient consequences.